Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
A store provided a consumer's complaint via e-mail stating when she opened the cotton strip, it was damaged right away. No injury was reported.